Event description:
It was reported that intermittently the 9800 system monitor cart would given an electrical shock. It was noted that a doctor was leaning against the cart and felt a small electrical tingle. There was no report of patient or operator injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Although no electrical source could be identified it was found that the monitor cover/face plate mounting bracket was painted over and a possible source for static discharge. Reestablished continuity between the mounting bracket and frame by cleaning off the paint. Recommended to customer to have hospital electrician check room outlets. The system was found to be working as expected.